Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was identified that the wire broke/snapped on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken at the proximal clevis hub. The clevis did not exhibit any wear. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the instrument's bipolar yaw pulley had thermal damage. The yaw pulley was charred at the distal clevis hub. The conductor wires were intact. The instrument passed the electrical continuity test. Material was not missing. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.